Event description:
Resistance was encountered while trying to advance the catheter toward a right sfa lesion from the left groin. The device was advanced further (contrary to IFU) and balloon inflations were performed at the lesion site. During the withdrawal attempt, strong resistance was felt continually as the device was being pulled back (contrary to IFU). As the balloon entered the sheath, the shaft of the catheter separated. The proximal segment of the catheter was pulled out of the anatomy, and the distal segment was recovered with the sheath, guide wire, and distal segment of the catheter as they were removed together as a unit. No pt injury was reported.